Event description:
On (B)(6) 2013 it was reported that during generator replacement surgery due to end of service, it was found that the lead pin was disconnected and the lead wire further down had exposed wire. The surgeon cut the lead and proceeded with a full revision. The reason for lead replacement was noted as lead discontinuity, with an exposed lead break. Product analysis of the explanted generator confirmed end of service as a result of normal battery depletion. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. The module performed according to functional specifications as defined in post burn-in electrical test. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. An analysis was performed on the returned lead portions which confirmed discontinuity. Note that the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 90 mm portion the (+) marked connector quadfilar coil appeared to be broken approximately 46 mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. During the visual analysis of the returned 89 mm portion the end of the (-) unmarked connector quadfilar coil appeared to be broken approximately 49 mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having the appearance of being melted. What appeared to be spatter was found on the surface of the quadfilar coil strands. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally-damaged coil was exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus and calcium. Refer to attached eds sheet for additional information. With the exception of the observed discontinuity on the (+) marked connector quadfilar coil and the melted area on the (-) unmarked quadfilar coil, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.